Event description:
It was reported that the lead was implanted with stable parameters. The following day during the device check, the lead was not sensing or pacing. On (B)(6) 2019, a lead reposition was performed. During the reposition the lead was unscrewed, but the screw did not come out when they tried to screw it after repositioning the lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.